Event description:
It was reported that an ilet user experienced difficulty pairing a new freestyle libre 3 plus sensor with the ilet mobile app, receiving a scan error followed by a pairing failed alert that resolved upon rescanning, after which the sensor entered warm-up; this represented an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.